Event description:
It was reported that this lead exhibited high out of range pace impedance measurements. (B)(6) technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service. This reports reflects info received by the FDA in the form of a notification per 803.22 (b)(2).